Event description:
It was reported that a user of the ilet experienced elevated blood glucose after a set change and dinner, with cgm readings rising from approximately 300 mg/dl to 369 mg/dl despite multiple meal announcements, while a contemporaneous capillary fingerstick measured 278 mg/dl; the user was using a steel 6 mm, 23-inch infusion set and reported no odor or dampness, and troubleshooting included disconnecting to fill tubing to check for air, observing insulin drops at the needle, and then replacing the steel set, priming, and resuming delivery. Symptoms included hyperglycemia. Outcomes included user-led corrective actions and ongoing monitoring without escalation of care. Investigation included remote troubleshooting, verification of insulin flow at the needle, and replacement of the infusion set with instruction on hydration and observation. Investigation of this case revealed hyperglycemia associated with meal announcements used as correction and a potential infusion site or set performance issue that was addressed by set replacement, with device infusion components otherwise functioning as insulin flow was observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to using meal announcements for correction combined with postprandial insulin demand, with contributory factors including potential site absorption variability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.